Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument would not fire and the jaws would not open. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.